Event description:
The customer reported that erratic follicle stimulating hormone (fsh), prolactin, rubella immunoglobulin g (igg), and thyroid stimulating hormone (tsh) results were generated from an access 2 immunoassay system for multiple patients over two days. This is report two of two and represents the erratic fsh, prolactin, rubella igg, and tsh results generated on the access 2 immunoassay system on (B)(6) 2011 for five patients. Upon multiple test repeats on the same instrument, the repeat fsh, prolactin, rubella igg, and tsh results varied when compared to the initial results. Although results did not cross clinical categories, collectively they did not reproduce within labeled assays' precision claims. No fsh, prolactin, rubella igg, and tsh results associated with this event were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Fsh, prolactin, rubella igg, and tsh quality control results were recovering erratically during the timeframe of the event. An instrument system check assessment performed prior to the event passed instrument established specifications. "Ultrasonic surface detection" errors were displayed in the instrument event log during the timeframe of this event. No patient specific information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) noted level sense errors and erratic assay quality control results in the instrument logs. The fse determined that the transducer assembly required replacement as the fse could not adjust the voltage into the proper specification. The fse replaced the transducer and completed the 197v fixed voltage modification. The fse verified instrument operation per established procedures and the results met published performance specifications. The root cause of this event is a transducer error, deficiency or fault. Mdrs associated with this event: 2122870-2011-02658, 2122870-2011-02659.